Event description:
It was reported that the patient passed away due to nonischemic cardiomyopathy and acute respiratory distress syndrome (ards). Leading up to death, maximum vasoactive agents were required to maintain target blood pressure. Pulmonary artery (pa) pressures were notably elevated including very high central venous pressure (cvp) despite minimal left ventricular assist device (lvad) speed to accommodate right ventricular (rv) failure. It was also noted that the patient's lungs had distant breath sounds and poor air movement. A chest x-ray was notable for bilateral diffuse infiltrates. Arterial blood gas (abg) was notable for acidemia, mixed respiratory and metabolic acidosis, along with refractory hypoxemia consistent with ards and shunt physiology. Liver function tests (lfts), bilirubin, lipase, and lactate were all elevated. The patient had pulseless electrical activity (pea) arrest status post lvad in the setting of cardiogenic shock and acute on chronic rv failure in the setting of ards. Acute on chronic liver and kidney injuries in addition to multiorgan failure and cardiovascular system collapse were also noted. The device operated as expected and the patient's death was not considered to be device related. The pump was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure, hypertension, patient conditions, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists hypertension, various forms of organ failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 25sep202. No further information was provided. The manufacturer is closing the file on this event.